Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k130520. The actual device was discarded by the user facility. An image provided by the user showed that the lock adapter of the actual sample had come off the male connector of the sampling system. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. It was likely that some kind of substance that could work like a lubricant may have adhered to the male connector, which may have caused the lock adapter to come off when it was tightened. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that during pre-treatment; during set up of the capiox device, the user noticed that the sampling manifold is broken so they decided to not use this item and changed it. The patient was not harmed. The procedure outcome was not reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed that the lock adapter had come off the male connector of the sampling system. Magnifying inspection of the actual sample did not find any visible anomaly, including deformity, in the male connector or in the lock adapter. The outer diameter of the rib of the male connector and the inner diameter of the lock adapter were measured. Compared to a current product sample, no difference was observed in the measured values. The surface of the male connector was subjected to elemental analysis by sem-edx (scanning electron microscope / energy dispersive x-ray spectroscopy). The result showed the presence of si, which is likely to be derived from the silicone applied to the switch cocks of the three-way stopcock to improve the lubricity of them in the manufacturing process. Simulation test: silicone was applied to a male connector of a factory-retained sampling system, a female connector was attached to it, and then a lock adapter was tightened up. As a result, the lock adapter came off the male connector. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the silicon, which is applied to the switch cocks of the sampling system to improve the lubricity, was transferred to the male connector part due to some factors; therefore, it was likely that the lock adapter came off when it was re-tightened. However, from the available information including the state of the actual sample, it could not be determined when silicone was transferred to the male connector. The exact cause of the reported event cannot be definitively determined based on the available information.